Manufacturer narrative:
The complaint device was returned. Device evaluation identified that the pusher block plunger assembly was bad. The pusher block assembly block was replaced. The circuit boards were inspected. The case was checked for damage. The device was calibrated. The alarm, battery, display, force, keypad, patient side occlusion, rate accuracy, self/test power and final visual inspection tests were all performed and passed. The root cause was determined to be that the pusher block plunger was an aged part. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device's syringe mechanism was stuck at the syringe clamp. It is unknown if there was patient involvement. There was no report of patient harm. No additional information is available.